Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the apollo catheter ruptured in the middle section during onyx injection. It was observed that the onyx was not coming out of the catheter tip and then seen flowing out at the medial/proximal part of the catheter. It was noted that the physician paused shortly between injections but the injection rate was followed as indicated in the IFU. There was no issue of onyx being embedded at an unintended location as it all was ultimately in the same vessel. No additional intervention was required. The procedure was completed successfully using another apollo catheter. The patient recovered well with no complications.

Event description:
Medtronic received a report that an apollo catheter ruptured (intact) in the middle section. The patient was undergoing embolization surgery for treatment of the middle meningeal artery. It was noted the patient's vessel tortuosity was normal. The access vessel was the carotid artery. It was reported that as the onyx embolization procedure was almost complete, they noticed that there was reflux of embolization fluid in the external carotid artery on fluoroscopy, so they removed the catheter and saw that it was broken in the proximal part. It was noted a 3 ml syringe was used to inject contrast through the microcatheter, as is standard practice. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The injection rate was habitual-normal. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a an envoy 6f sheath, hybrid guidewire, and onyx liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.